Event description:
Discordant results for inorganic phosphorus (ip) were obtained on an advia 2400 instrument. Initial results were high and were reported to the physician(s). The customer repeated the same samples on the same instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ip results.

Manufacturer narrative:
A siemens field service project team plumbed the customer's advia 2400 instrument into tap water for one hour instead of the d.I. Water supply. The cause of the discordant results were due to the incorrectly plumbed instrument. The project team correctly plumbed the system into d.I. Water and the system is performing within specifications. Further evaluation of the device is not required.